Event description:
Edwards received notification that a 81 year old patient with a 25mm perimount valve implanted in the aortic position was placed under consideration for a valve in valve procedure after an implant duration of approximately six (6) years and ten (10) months due to structural valve degeneration and a gradient of 82mmhg.

Manufacturer narrative:
Manufacturer additional narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 25mm perimount valve implanted in the aortic position was placed under consideration for a valve in valve procedure after an implant duration of approximately six (6) years and ten (10) months due to structural valve degeneration and a gradient of 82mmhg.

Manufacturer narrative:
Updated: b5, e1 (reporter name and address), g3, h6 (investigation findings and investigation conclusion). Corrected: a2 (patient age unknown). H10: additional manufacturer narrative despite due diligence attempts to receive further information about the event and the device location, however, the customer was not willing to provide any further information on this event. Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including concomitant CABG x 2 performed during the original implantation of the surgical device, indicating coronary artery disease (cad). A DHR review could not be performed because the serial number is unknown. Although the product was not returned and there is an allegation that the valve failed early, the reported degeneration is most likely related to the patients cad and is not a result of a manufacturing non conformance. Additionally, there is no evidence to suggest a product failure with regard to design, reliability, or use error.

Event description:
Edwards received notification that a patient with a 25mm perimount valve implanted in the aortic position was placed under consideration for a valve in valve procedure after an implant duration of approximately seven (7) years and four (4) months due to structural valve degeneration and a gradient of 82mmhg.